Event description:
Per the clinic, the patient underwent an incision & drainage with wash out on (B)(6) 2021. The patient was hospitalised (duration not reported) and treated with oral and IV antibiotics (duration not reported).

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced an infection (B)(6) at the implant site (treatment unknown). The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient.